Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. Attorney alleges that the patient sustained unspecified injuries on (B)(6) 2014. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. Attorney alleges that the patient sustained unspecified injuries on (B)(6) 2014. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 -patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with the implant of 3dmax mesh (device #1, #2). Per operative notes, ¿the right side had a severe reaction to previous mesh. A 3dmax mesh (device #1) was placed to peritoneum and tacked. On left, a large amount of fat was noted. A 3dmax mesh (device #2) was placed into direct defect and tacked to cooper ligament medially.¿ (B)(6) 2014 ¿ patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair. Per operative notes, ¿previous 3dmax mesh (device #2) was rolled up and hernia defect was noted. The hernia sac and cord was ligated and closed using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.